Event description:
Event verbatim [preferred term] I had 3 second degree burns from it, . Case narrative:this is a spontaneous report from a pfizer-sponsored program, thermacare (B)(6) page. A contactable consumer reported a patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare sport) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I had the same issue with a pack I just purchased, I had 3 second degree burns from it". Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. No follow-up attempts possible. No further information expected. Company clinical evaluation comment based on the information provided, the event burns second degree as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the event burns second degree as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] I had 3 second degree burns from it / second degree burns [burns second degree], blisters that popped and bled [blood blister]. Case narrative:this is a spontaneous report from a (B)(4) sponsored program, thermacare (B)(6). A contactable consumer reported a patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare sport) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I had the same issue with a pack I just purchased, I had 3 second degree burns from it". The patient reported that "I had the same issue, blisters that popped and bled after only about 6 hours use. I ended up with second degree burns on my abdomen." Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. No follow-up attempts possible. No further information expected. Follow-up (26dec2016): new information received from a (B)(4)-sponsored program thermacare (B)(6) from a contactable consumer included: event details. No follow-up attempts possible. No further information expected. Company clinical evaluation comment: based on the information provided, the events burns second degree and blood blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the events burns second degree and blood blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status: not received. Reasonably suggest device malfunction: no.

Event description:
Event verbatim [preferred term]. I had 3 second degree burns from it /2nd degree blisters on my abdomen [burns second degree], blisters that popped and bled [blood blister], , narrative: this is a spontaneous report from a pfizer-sponsored program (thermacare facebook page). A contactable consumer reported a patient of unspecified age and gender started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I had the same issue with a pack I just purchased, I had three second degree burns from it." The patient reported "I had the same issue, blisters that popped and bled after only about 6 hours use. I ended up with second degree burns on my abdomen." The patient also reported "I had 2nd degree blisters on my abdomen, after using as directed, and not even for the full allowed time". Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status: not received. Reasonably suggest device malfunction: no. Follow-up ( (B)(6) 2016): new information received from a pfizer-sponsored program thermacare facebook page from a contactable consumer included: event details. Follow-up ( (B)(6) 2016): new information received from a contactable consumer via a pfizer-sponsored program (thermacare facebook page) includes: used this product as directed. In addition, updated the device trade name from thermacare sport to thermacare heatwrap. Follow-up ( (B)(6) 2017): new information received from a pfizer-sponsored program thermacare facebook page from a contactable consumer included: event details "not even for the full allowed time". Follow-up ( (B)(6) 2020): new information received from pqc group included: updated suspect product and provided product quality investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events burns second degree and blood blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]. I had 3 second degree burns from it / second degree burns [burns second degree] , blisters that popped and bled [blood blister]. Case narrative:this is a spontaneous report from a pfizer-sponsored program (thermacare (B)(4)). A contactable consumer reported for that a patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I had the same issue with a pack I just purchased, I had 3 second degree burns from it." The patient reported "I had the same issue, blisters that popped and bled after only about 6 hours use. I ended up with second degree burns on my abdomen." The patient reported "got second degree burns using this product as directed." Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. No follow-up attempts are possible. No further information is expected. Follow-up (26dec2016): new information received from a pfizer-sponsored program thermacare (B)(4) from a contactable consumer included: event details. No follow-up attempts are possible. No further information is expected. Follow-up (27dec2016): new information received from a contactable consumer via a pfizer-sponsored program (thermacare (B)(4)) includes: used this product as directed. In addition, updated the device trade name from thermacare sport to thermacare heatwrap. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the events burns second degree and blood blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the events burns second degree and blood blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] I had 3 second degree burns from it /2nd degree blisters on my abdomen [burns second degree] , blisters that popped and bled [blood blister] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program (thermacare facebook page). A contactable consumer reported for that a patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I had the same issue with a pack I just purchased, I had 3 second degree burns from it." The patient reported "I had the same issue, blisters that popped and bled after only about 6 hours use. I ended up with second degree burns on my abdomen." The patient also reported " I had 2nd degree blisters on my abdomen, after using as directed, and not even for the full allowed time". Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. No follow-up attempts are possible. No further information is expected. Follow-up (26dec2016): new information received from a pfizer-sponsored program thermacare facebook page from a contactable consumer included: event details. No follow-up attempts are possible. No further information is expected. Follow-up (27dec2016): new information received from a contactable consumer via a pfizer-sponsored program (thermacare facebook page) includes: used this product as directed. In addition, updated the device trade name from thermacare sport to thermacare heatwrap. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (30mar2017): new information received from a pfizer-sponsored program thermacare facebook page from a contactable consumer included: event details "not even for the full allowed time". This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment based on the information provided, the events burns second degree and blood blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the events burns second degree and blood blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.